Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a graspit stone retrieval basket was used during a ureteroscopy procedure on an unknown date. According to the complainant, during the procedure, the grasper with stone broke off inside the ureter. The detached piece was retrieved from the patient using a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.